Manufacturer narrative:
All available information was investigated and the reported clip jumping, difficult to open the clip, and difficult to close the clip could not be tested via returned device analysis due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported clip jumping, difficult to open the clip, and difficult to close the clip. There is no indication of a product issue with respect to manufacture, design, or labeling. This device was previously reported as not returning under MFR 2024168-2018-07409.

Event description:
This was previously filed to report the clip jumping under MFR # 2024168-2018-07409. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). The clip delivery system (cds) worked fine during device preparation and functional inspection prior to use. When the cds was inserted into the anatomy, the mitraclip would not open. The clip was relocked and the arm positioner was turned more in the closed direction, the lock lever was retracted past the blue line twice, and the clip sprung open. The doctor tested it again and it worked fine. The leaflet was grasped, but it was not a satisfactory location, so the cds was retracted to the left atrium, but the clip would not close. The arm positioner was turned a little more and the clip sprung from an inverted position to a 120 degree position. The clip was able to be fully closed and was removed from the anatomy. Another cds was used to replace the first one. The second cds worked fine. Mr was reduced to grade 2 with one mitraclip. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.